Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (resetting) was confirmed. As received, the monitor failed incoming testing and reset. A root cause investigation is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the resets.

Event description:
A us distributor returned a monitor indicating that it was resetting.

Manufacturer narrative:
Follow up 03/25/2016. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the monitor failed incoming testing and reset. Upon evaluation, the y100 component was defective and lacked an output. The cause of the incoming test failure and reset is the defective component. The root cause of the defective component cannot be positively identified. Device evaluation of monitor sn (B)(4) is underway. The reported problem (resetting) was confirmed. As received, the monitor failed incoming testing and reset. A root cause investigation is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the resets.

Event description:
A us distributor returned a monitor indicating that it was resetting.